Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy effluent. The cause of the peritonitis event was unknown. In the month prior to the peritonitis diagnosis, the patient¿s pd therapy was discontinued and the patient was switched to hemodialysis. In the month following the peritonitis diagnosis, the patient was restarted on pd therapy. On unreported date(s), the patient was treated with prophylactic oral keflex (dosage, frequency, and duration not reported). Oral antibiotic therapy was completed in the month after the diagnosis of peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Since being restarted, dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot number h13j16050 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the reported event was unable to be undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). A batch review will be performed for the potentially associated lot number h13j16050. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.